Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 10/28/2024. On (B)(6) 2024, it was reported that the patient inserted a sensor which ended up providing the patient with a ¿sensor error¿, therefore, the patient was not receiving any cgm values from his dexcom device. The patient was also wearing an omnipod 5 insulin pump. Later that evening, when the patient¿s wife returned home from work, she inserted a new sensor on the patient. The patient¿s bg meter reading at this time was ranging from 580 mg/dl to high mg/dl. There was no documentation of whether the patient attempted to provide himself with any self-management. Around 2am on 10/29/2024, the sensor was showing a sensor error and not providing any cgm readings. The patient was said to be in a ¿coma¿ per the reporter. When asked what activities/events lead up to the patient¿s state, the reporter stated that he was ¿in a coma, he wasn¿t doing anything, he was dying¿. Ems was called and transferred the patient to the emergency room (ER). At the ER, the patient¿s bg level was 1390 mg/dl, and he was admitted to the intensive care unit (ICU). The reporter was not aware of what medications or treatment the patient was receiving. The patient was still in the ICU at the time of report. Attempts by technical support and med safety team rn to reach the reporter for further follow-up were unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.